Manufacturer narrative:
Device not returned. Ccds staff informed customer to dispose of masks that appear soiled when returned to site. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported residue/soiling on masks. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.